Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she had a bent cannula. The current blood glucose reading is 220 mg/dl. Customer is confused, tunnel vision and nauseated. Treated with manual injection. The blood glucose reading at the time of the event was over 400 mg/dl. Diagnosed diabetes ketoacidosis. Customer was admitted to ICU for seven days. Hospital treated with IV drip of saline, insulin and sugar water. Nothing further reported.